Manufacturer narrative:
Results: the first ruby coil pusher assembly was fractured, and the proximal segment of the pusher assembly was not returned for evaluation. The distal segment of the fractured pusher assembly was stuck inside the px slim delivery microcatheter (px slim). The distal detachment tip (ddt) was advanced out the distal end of the px slim, and it was observed that the pull wire was retracted out of the ddt capture feature. Conclusions: evaluation of the returned devices revealed that the pusher assembly of the first ruby coil was fractured, and the distal segment of the pusher assembly was stuck inside the px slim. If the ruby coil is manipulated forcefully at extreme angles, the pusher assembly may become fractured. A fractured pusher assembly will likely cause the pull wire of the ruby coil to retract, causing the embolization coil to detach. Evaluation of the returned px slim revealed that it was kinked underneath the strain relief. This damage may have occurred due to forceful handling while advancing the first ruby coil. Further evaluation revealed a foreign substance near the distal tip of the px slim. The substance was confirmed to not be part of any penumbra product, and the root cause of this substance could not be determined. Evaluation of the second ruby coil revealed that its pusher assembly was kinked. If the ruby coil is manipulated forcefully against resistance at extreme angles, this type of damage may occur. The resistance was likely caused due to advancing the second ruby coil through the px slim that was occluded by the distal segment of the first ruby coil¿s pusher assembly. Penumbra coils are 100% functionally tested during in-process inspection. All penumbra coils and catheters are visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-00693, 3005168196-2016-00694.

Event description:
The patient was undergoing a coil embolization procedure to treat an arteriovenous malformation (avm) using ruby coils and a px slim delivery microcatheter (px slim). During the procedure, while the physician was advancing and retracting a ruby coil through the px slim, the coil unintentionally detached within the px slim. The detached ruby coil was flushed out of the px slim with saline. While attempting to advance a second ruby coil through the px slim, the physician met resistance and the coil would not advance through the entire length of the px slim. Therefore, both the ruby coil and px slim were removed. The procedure was then completed using new ruby coils and a new px slim. There was no report of an adverse effect to the patient.